Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels were fluctuating between highs and lows and the patient was "feeling as though she might pass out" and "stated that she was unable to stay awake for more than 20 minutes at a time." The patient was unable to activate a new pod due to the personal diabetes manager (pdm) not charging. At the hospital, the patient was diagnosed with borderline dka and polycystic ovary syndrome (pcos). As treatment, the patient was given intravenous fluids and some tablets for a urine infection, though she does not recall the name of the medication. No further prescription was provided. The patient was discharged after 4 days. The controller (pdm) will not be able to be returned as it was lost.